Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of a textured device. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification) and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported rupture of a textured device. Healthcare professional additionally reported right capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma and silicone migration.

Event description:
Patient reported, rupture of a textured device. Healthcare professional additionally reported, right capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to b5, d6b, they were sent in the previous medwatch although the explant confirmation did not arrive, this would reflect as a correction in the present medwatch since the explant confirmation has been provided now. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device.

Event description:
Healthcare professional additionally reported right capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.